Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003. This was discovered when the patient was in a clinic. Code 1003 is indicative of battery voltage too low for the projected remaining capacity. As a result, this product was explanted and replaced. No additional adverse patient effects were reported.